Manufacturer narrative:
Concomitant medical products: product ID 7489, serial# unknown, explanted: (B)(6) 2013. Product type: extension. (B)(4). (B)(6).

Event description:
It was reported that an extension had been explanted and replaced. It was stated that extension issue was detected during implantable neurostimulator (ins) replacement procedure. The surgery was planned to replace the ins. The issue was extension break/fracture. It was stated that the extension was damaged next to the ins connection and that the wires were not covered by the sheath anymore. Patient status at the time of this report was noted as alive with no injury/no adverse event. There were no patient symptoms/injuries related to this event. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
The ins was replaced due to end of service. The impedance measurements prior to the replacement surgery were unknown.